Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right atrial (ra) lead. At device classified termination of events, arrhythmia appears to continue beneath detection rate. The lead remains in use. No patient complications have been reported as a result of this event.